Event description:
Customer reported a failed battery test that they were unable to clear. Customer stated that they have changed the battery nearly six times and they continue to experience the same issue. Customer's current blood glucose reading is 148 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.